Manufacturer narrative:
The service engineer (se) found a cable at the power controller board was partially disconnected. The se reported that they tried to reattach the cable but the top locking mechanism was the problem. The se replaced the breath delivery (bd) power controller to the backplane cable. The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: a breath delivery (bd) power controller to backplane cable assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and no anomalies were found. When the cable was attach the connector to the bd power controller printed circuit board (pcb) the top locking mechanism was not locking correctly to the bd pcb. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to a mechanical component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, a 980 ventilator failed the power on self test (post) and displayed an error code. The ventilator was not in use on a patient at the time of the reported event.